Event description:
Procedure type: bullectomy. According to the reporter: the staples did not impact the anvil during a bullous lung resection. Both devices have been kept for expertise. Conversion: thoracotomy for closure of the staple line (with prolene threads) to stop the bleeding (150ml) that did not require blood transfusion. There was no prolongation of hospitalization for the pt.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2012.